Event description:
Telephone conference with dr. (B)(6) 2013: 2x traces performed on a patient at 29 wks g.a. Dawes redman criteria met on both traces. However, trace was reported as having an unstable baseline, reduced variability and repeated decelerations. Scan approximately 2 or 3 hours later revealed a dead fetus. Patient had mild to moderate pre-eclampsia and placental abruption, possibly occurring at some point during the ctg traces. On delivery, a sizeable clot observed in the placenta confirming an abruption. However, no significant haemorrhaging or pain at the time, so somewhat unusual case. Later maternal pain later triggered scan. Mother ok. On the print-out, care s/w version reported as "care v.1.6.1 no. 1/30150".

Manufacturer narrative:
Arjohuntleigh, inc. (B)(4) is submitting the report on behalf huntleigh (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.